Manufacturer narrative:
[(B)(4)].

Event description:
On (B)(6) 2018, knowing the recommendations of the fsca-crm-sal-2018-001-platinum about the prophylactic replacement for pacing dependent patient, the subject device was explanted and replaced by another platinum df1 dr 1510. No malfunction is suspected, it was a prophylactic replacement according to fsca.